Event description:
Customer reported that the device had the wrench icon illuminated. Physio-control evaluated the device and observed that it showed the service wrench and the "call service" message. The device locked up and was not available to provide defibrillation therapy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): the customer declined physio- control's repair offer and opted to purchase a replacement defibrillator. Hence, the device was returned to the customer in the observed condition. Follow up with the customer confirmed that the device will be removed from service and disposed. A conclusive cause for the malfunction could not be determined.